Event description:
The customer reported that the battery was full before going to bed the night before, but she woke up in the morning with her pump alarming off no power. The customer stated having a stressful day and her glucose level went up. The caller mentioned having gastroparesis and anorexia as well she does not have a good control over her body. She stated that the paramedics were called as her blood glucose went over 600mg/dl and visited the emergency room. The caller stated that by the time she got in the hospital, her sugar level was in the 400's. The customer also stated being in the hospital a year and a half with diabetes ketoacidosis. The blood glucose was 389mg/dl and treated with the insulin pump. Currently the customer is in the hospital due to endometriosis events. The customer is a brittle diabetic. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.